Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Physician informed customer that the insulin was too warm and she may have an infection. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.